Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, missing end cap sticker, missing address/serial number label and scratched casing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's label was missing and that she was uncomfortable with the tubing design. Customer also reported receiving frequent no delivery alarms. No troubleshooting was done at the time for no delivery alarms. The blood glucose reading was 86 mg/dl. Nothing further was reported.